Manufacturer narrative:
H.6 investigation summary: samples and photos received for investigation. Upon inspection of the image and the sample received; it can be observed the injector was connected to a connector (15511-zat prm/c60/n35) and the grips from the safety sleeve are removed from their place; most probably caused by a misuse of the device by the user during the connection/disconnection of the phaseal device against the matting component. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions, such as the safety sleeve, are within required specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Injector needles become exposed if they are not properly disengaged, which also results in safety sleeve breakage. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulled it straight back and it cannot be forcefully engaged. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H.6 investigation conclusion: as the lot involved in this incident is unknown, DHR review cannot be performed. A sample has been received for investigation of the reported event. Two photographs of the claimed sample involved in the complaint have also been received. Upon inspection of the image and the sample received; it can be observed: it may be remarked that: if grips of the safety sleeve are removed from their place, the injector is activated causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. Inspections and tests performed: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise, and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. Moreover, fragmentation and leakage test according ph-500 (current version) were performed. These tests involved the connection of the injector against a matting component. During testing, no issues were found during all connections performed. No broken safety sleeve was observed. The breakage of the safety sleeve occurs when the injector is not properly disengaged. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced needle exposure during disengagement of the injector and mating component. The following information was provided by the initial reporter: according to the customer's report, when the hcp disengaged the injector, the injector needle was exposed. No chemo leakage occurred.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced needle exposure during disengagement of the injector and mating component. The following information was provided by the initial reporter: according to the customer's report, when the hcp disengaged the injector, the injector needle was exposed. No chemo leakage occurred.